Event description:
Medtronic received info that while initiating cardiopulmonary bypass, a cut approx 1 cm long, was observed in the lower portion of the cannula body, resulting in blood loss. A blood transfusion was administered (approx 1000 ml). The cannula was changed out with no adverse pt effects.

Manufacturer narrative:
(B)(4). Analysis: upon receipt a medtronic's quality lab, the cannula was received with a tear in the body, approx 6 inches from the distal tip. The tear was approx 1/2 the circumference of the cannula body. The break was clean, as no spring wind damage occurred in the area of the tear. No add'l cuts or tears were observed on the cannula body. In an effort to assess potential root causes, medtronic conducted an extensive review of the mfg process and testing requirements at the contract MFR's supplier. The review did not reveal any non-conformances that would have caused or contributed to the reported failure mode. In addition, dimensional and functional testing (od, ID, wall thickness, cure and delamination testing, and visual bubble and bend testing) performed with pre-complaint, complaint, and pos-complaint devices did not reveal any abnormalities. Standard requirements testing did not yield any out of specification conditions; therefore, add'l characterization tests were developed to understand potential root causes for the clinical observation by way of population comparison. The results of the characterization tests are underway, but are not yet complete. Conclusion: based on the in depth investigation to date, standard requirement testing did not yield any out of specification conditions. However, the actual root cause is still under investigation and no formal conclusions can be made at this time. Medtronic will continue to investigate this issue to determine root cause.